Event description:
The reporter stated the surgeon inserted an aq2003v silicone three piece lens and the haptic was noted to be torn after insertion of the lens into the eye. The incision was enlarged to remove the lens, and another same model lens was implanted. Sutures were required to close the incision. The reporter stated the torn haptic occurred while the lens was being loaded into the cartridge.